Event description:
Boston scientific received information that during the changeout procedure of this pacemaker one of the lead's were stuck in the header due to a stuck setscrew. The physician had to cut the header of the device off to get the lead out. No adverse patient effects were reported. This product was later returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection noted that the header was partially cut away at the distal end of the lead barrel, just behind the v-tip terminal block. The header was also partially separated from the pacemaker case. No obstructions were noted in the lead barrel and both setscrews were fully retracted up against their retaining rings. Furthermore, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.